Manufacturer narrative:
Due to character restrictions in block e1 phone number:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic malfunction.

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusion). It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic malfunction. It is unknown under which circumstances this event occurred and it is unknown whether a patient was involved or if there was any harm or injury. This complaint record is being closed because no response has been received after three (3) good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. If information is received, the complaint will be reopened and updated.